Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis of the descending colon during a laparoscopic sigmoid colon, an incomplete staple line was observed. It was also reported that there was a leakage of 0.5 cm where there were no staples. The defect had to be stitched and a temporary stoma had to be performed. This resulted in extended surgical time of more than 30 minutes.